Event description:
International affiliate reports that during retightening, one of the hifix skull pins cut through the pt's skull without the torquing limiting cap breaking off. The procedure was delayed by approx ten minutes while the product was re-sited. There were no adverse consequences to the pt and the readjusted pins are still in use.

Manufacturer narrative:
The hifix skull pin is not available for evaluation. Review of the device history record cannot be performed as the lot code is unk. The cause of pin penetration cannot be determined at this time. Proper selection and placement of the device is important. The pins must be properly secured and adjusted over time as necessary. The devices are dependent upon proper application and fixation as well as pt compliance. At this time, the complaint is considered to be closed.